Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: not provided. Date of index surgical procedure? Not provided. The diagnosis and indication for the index surgical procedure? Not provided. Were any concomitant procedures performed? Not provided. Other relevant patient history/concomitant medications? Not provided. Were there any adverse consequences to the patient due to the retained needle? No patient adverse reported. Are there plans to remove the retained needle piece? The surgeon had not plan removal. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Not provided. What is the patient's current status? The patient has been discharged and is doing well. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a partial nephrectomy with kps on an unknown date and suture was used. The suture was placed into the kidney parenchyma and the needle tip did not come out. The surgeon had let go of the needle and tried pulling on the thread to remove the needle backwards, but the thread came away from the needle, leaving the needle in the kidney parenchyma. The surgeon tried feeling for this with his finger but was unsuccessful. The patient was x-rayed to locate the needle. The surgeon could see the needle on the x-ray but decided it would do more damage to try and remove the needle, therefore the patient was closed. The consultant feels that the needle should not do any damage. Additional information was requested.